Event description:
Patient services received a call on 7 /12/12. Patient reported that they had a device check and they called him back and he is being told by his heart clinic that his st. Jude medical rv lead has a problem. He was told that it is unraveling. He said the readings were good. He wants to know what we recommend. He said he had a previous st. Jude medical device implanted that got infected. Rv lead was implanted (B)(6) 2008. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).